Event description:
Customer reports protime inr 3.9 vs lab inr 5.5. Customer unable to provide timeframe between protime and lab inr result or pt therapeutic range. No report of any adverse event, serious injury, or intervention.

Manufacturer narrative:
Manufacturer eval / investigation currently in process. MFR's results: MFR eval / investigation currently in process. MFR's conclusions: manufacturer eval / investigation currently in process.